Manufacturer narrative:
(B)(4). The reported condition of an automix device that "compounded a wrong composition" was not confirmed as the device was not returned to baxter for evaluation. A follow-up report will be filed if any additional details become available.

Event description:
It was reported that an automix compounder "compounded a wrong composition." This occurred before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.